Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that they have issues with her back. Patient said that when she came back from the hospital she wanted to sit down and then that is when she noticed all the blood. Patient said that she had to put a towel down due to the bleeding. Patient said that she hopes this is working and she is scared to move the device on her back. Patient said her stimulation was vibrating a lot in her vagina area and that she had to turn this down as it was uncomfortable when standing but feels better when laying down. Patient said her urgency would driver her crazy before and that her urgency is no longer like before. Additional information was received from the patient. They reported that they pulled their stings but is ok. The patient stated they stopped tacking symptom data on (B)(6) 2021, because they were in the hospital. The patient mentioned they were uncomfortable due to constipation and after they had constipation they had diarrhea. Support link advised the patient to start tracking symptom data and to please contact their clinician with questions regarding medical advice or if they have questions about their health.